Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. . It was reported that  their ins moved around under their skin. Pt said they noticed maybe in january it moved around sometimes it was over by their spine other times by the end of their hip.